Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 12-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that out of regulation (oor) was occurring. Troubleshooting was performed on (B)(6) 2020. Decreased amp, set pw 120, and changed contact on lead using different configurations. Then changed leads from insertion site in ins, contact still reading out. The surgeon only opened the pocket site to check connections as he thought there might be a disconnect at the insertion site into ins. As he thought that there was a connection issue, impedance issue were noted at contacts 2 and 3 which already had been determined on interrogation pre revision . Programming around these contacts and not using contacts did not provide adequate relief. A second lead that was already implanted was used to get adequate coverage of pain area. The other lead remained implanted. There were no issues with this lead and the issue was resolved. The patient and hcp were both happy with the outcome.